Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Event date is unknown; therefore, good faith efforts are being performed.

Event description:
It was reported a malfunction with the mmx occurred in the operating room and the patient's hand turned black. No additional information was provided; therefore, good faith efforts are being performed.